Event description:
Article titled "vagus nerve stimulation in children less than 5 years old" was reviewed and an adverse events was identified for one of the patients studied within the cohort. It was reported that one patient has had the battery pack/generator replaced. This patient experienced episodes of transient oxygen desaturation after the battery replacement; thus, they were admitted for observation but were discharged after 24 h. It was noted that no cause for the incident was found. No further relevant information has been received to date.